Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the wingset sezset 23x.75 12 w/o luer experienced a safety mechanism that would not engage. The following information was provided by the initial reporter: complaint 3 of 3 when activating the safety device, it locked. In phone call, the customer informed that she does not have data about a specific event, only the information that the situation persists.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 1/14/2021 h.6. Investigation: bd received ten unused wingset sezset 23x.75 12 w/o luer devices from lot 9275484 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the safety locks were still sealed. This ensures that the safety device does not open. All samples were in perfect condition and none were broken. When activated the safety mechanism on each device slid according to the product's functionality. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined. See h.10.

Event description:
It was reported that the wingset sezset 23x.75 12 w/o luer experienced a safety mechanism that would not engage. The following information was provided by the initial reporter: complaint 3 of 3 when activating the safety device, it locked. In phone call, the customer informed that she does not have data about a specific event, only the information that the situation persists.